Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2015 with the following findings:investigation revealed that the keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint of a keypad button response issue could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 09/02/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.